Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2020-21492. It was reported that during an ipg replacement, it was noticed by the physician that the patient's leads had migrated. Surgical intervention took place wherein both leads were explanted and replaced. Therapy was restored post-op.